Manufacturer narrative:
Estimated event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported experiencing feeling electrical stimulation like a shock in their buttocks. The sensation went away, but came back again. The patient allegedly experiences the sensation when exercising and walking home fast. It was noted the patient walks for 30 minutes and wondered if they were exercising too much. A physician¿s assistant saw the patient two weeks ago, but did not adjust stimulation at that time and has always noted that the device was working well. The patient was afraid to make any changes to stimulation. No further complications were reported.